Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-34; product serial/lot number: (unknown); product type: (0195 - heart valves); implant date: not -implantable; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was deployed and subsequently recaptured twice. After the third and final deployment attempt, the valve was implanted, however, it was noted to be positioned deeper than expected in relation to the aortic annulus. 7 days following implantation of the valve, it was identified that the valve had migrated towards the patient's left ventricle. Subsequently, moderate paravalvular leak (pvl) was also identified. In response, a second non-medtronic transcatheter valve was implanted valve-in-valve. Per the physician, the depth of implant contributed to the event.